Manufacturer narrative:
Arrhythmia/fever: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/hematoma: the cause of the hematoma was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 44 year old male presented with acute on chronic decompensated heart failure and an iabp placed with transfer to another facility for escalation. On (B)(6) there was insertion of impella 5.5 via right axillary artery without incident. On (B)(6) arrhythmia (vt) with cardioversion and post cardioversion atrial flutter was noted. On (B)(6) a fever spiked and the patient was started on empiric antibiotics. On (B)(6) there was and access site hematoma and heparin was held. Unfortunately the patient was deemed not a suitable candidate for lvad or transplant and the decision made to withdraw care.